Event description:
An ophthalmologist reported that a pt (age unk), without a previous medical history, underwent implantation of intraocular lens (tecnis z9000, 22 dyoptries) in 2003, without any complication during surgery. One month later the pt was discharged completely recovered with a visual acuteness of 1. About a month and half after the implantation the lens turned opaque (it became white). The pt developed vision loss with visual acuteness of 0.2. Lens explantation was scheduled for 2004. At the time of this report the pt did not recover from the events. This report was considered serious/intervention required. Case comment: the most common cause of a cloudy lens is opacification of the posterior capsule (pco). The cause of this complication could be the result of poor cleaning of the posterior capsule at surgery or posterior capsular plaque or of the accumulation of inflammatory or infective debris. It is unclear from the report whether pco has been ruled out. Technical complaint reports for cross-ref. Cases of the same batch number did not reveal any deviations. However, investigation results are not complete, considering the fact that the lens has not been returned yet for further analysis. Additional info is therefore expected so that a causality assessment can be made.